Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected alarm during manual prime anomalies noted. Pump received with normal operating currents. Pump passed the self- test. Pump passed the unexpected restart error test. Pump passed off no power test. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 160 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. Customer advised to reinsert reservoir and run manual prime until at least 5.0 units. Customer reported pump alarm during manual prime. Customer stated that alarm occurred during manual prime was no delivery. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 396 mg/dl. The customer was treated for high blood glucose with manual injection.